Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient details had not appeared on one station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device¿s c drive was full. The technical support specialist (tss) mapped the drive, shrank a bloated log file, and logged into the faulty station. After confirming communication with the server, they performed a full synchronization, set the database to simple recovery mode, and shrank it from 7 gb to 3 gb. Patient information was validated successfully, and the case was closed via email. The system functioned as intended after the technical support specialist troubleshot the issue.